Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter presented with recurrent urinary incontinence. A revision procedure was performed, and it was noted that there was no fluid in the device. A hole in the balloon was identified during the revision procedure. The device was explanted and replaced. There were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter presented with recurrent urinary incontinence. A revision procedure was performed, and it was noted that there was no fluid in the device. A hole in the balloon was identified. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The balloon was microscopically examined. A tear in the balloon shell was identified at the sphere-adapter junction consistent with material fatigue. The balloon did not pass leak testing. The issue identified via analysis could have caused or contributed to the reported clinical observation.